Event description:
It was reported that, "in 2000, doctor implanted the lens in the right eye of pt. On 02/25/2000, pt's eye showed signs of inflammation with fibrinoid reaction - treated with atropine and tobradex ointment four times a day. On 02/29/2000, inflammation was better but still fibrinoid in pupil. On 03/07/2000, inflammation disappeared."